Event description:
On an unknown date, a trifecta valve was implanted. On an unknown date, aortic stenosis of the valve was revealed and a valve-in-valve procedure was completed for treatment. Additional information has been requested, but the physician and hospital will not be able to reply until the end of (B)(6).

Manufacturer narrative:
The reported event of ¿aortic stenosis of the valve¿ could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On (B)(6) 2018, echo revealed aortic stenosis of the valve from calcification and a mean gradient of 46.1 mmhg. On (B)(6) 2018, the device was explanted and a stented tissue valve was implanted (model unknown). The 19mm trifecta valve was noted to have calcified valve leaflets and tissue hyperplasia. The strut between the lcc and rcc were fully covered with connective tissue and there were adhesions to the aortic due to the tissue hyperplasia. Post-procedure on (B)(6) 2018, echo observed a mean gradient of 17.2 mmhg. The patient was reported stable.